Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. However it was found the cr board failure of pressure sensor/circuit of the subject device which occurred no turning on and giving the alarm. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china, omsc presumed there was the possibility these phenomena were attributed to the following causes for each; [no turning on and giving the alarm] it was considered that it occurred due to malfunction of the main board of the subject device. The cause for the malfunction of the main board could not be identified, however it might have occurred due to accidental failure of the electronic components of the subject device. [Flicking of the front panel] the cause for the phenomenon could not be identified. However it might have occurred due to the reasons stated below. Malfunction of the front panel unit of the subject device. Malfunctions of the power circuit and the control circuit of the main board of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was flickered during the preparation for the unspecified diagnostic procedure (the patient was not under anesthesia). The intended procedure was completed with the subject device and its procedure not delayed more than 15 minutes. There was no patient injury associated with this report.